Event description:
It was reported that (1) tct75 was used during a unknown procedure. It was reported by the affiliate that the device would not cut or staple. Opened another device to complete the case. There was no adverse pt outcome.